Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient had 2 sensors fail during warm-up. On (B)(6) 2025, a third sensor was inserted and also failed. However, the patient could not recall when it failed as she lost consciousness and the next thing she remembered was waking up in the intensive care unit (ICU). In the ICU, the patient¿s phone was given to her and the mobile app was giving a ¿sensor failed¿ alert. The patient¿s father found her unconscious in her room on (B)(6) and called emergency medical services (ems) who then transported the patient to the emergency room (ER). At the ER, the patient¿s bg level was 1300 mg/dl and she was admitted to the ICU. The patient was treated with IV insulin and other unspecified IV medications that the patient could not recall. The patient was discharged after 5 days. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.